Event description:
Patient representative reported that patient experienced swelling, pain, deformity, hardening, capsular contracture, baker grade unknown, and "both implants were textured from information and belief, which from information and belief were also recalled in the later recall by the FDA." The following reported events have been deemed not device related: lumps, fever, body aches. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling, pain, deformity, hardening, capsular contracture, baker grade unknown.